Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this event: (B)(4) - battery. Device evaluated by MFR: yes.: (B)(4) - battery. Device evaluated by MFR: yes. (B)(4) - battery device evaluated by MFR:: yes. (B)94) - battery. Device evaluated by MFR: yes. (B)94) - battery. Device evaluated by MFR: yes. (B)(4) - battery. Device evaluated by MFR: yes. It was reported that the patient was experiencing power switching events. The controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnection. Three of the returned batteries, (B)(4) were not involved in power switching events. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a scratched lcd display on the front panel of the controller housing. This failure is an incidental finding and is not related to the reported event of power switching. The most likely root cause of the scratched lcd display may be due to a handling of the unit by the user. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4)- battery / catalog number 1650de / expiration date: 05/31/2017. (B)(4). Device available for eval: yes, 03/31/2017. Device eval by MFR: no, / device evaluation anticipated, but not yet begun. Device MFR date: 05/28/2016. Labeled for single use: no. (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 06/30/2017. (B)(4). Device available for eval: yes, 03/31/2017. Device eval by MFR: no, / device evaluation anticipated, but not yet begun. Device MFR date: 06/15/2016. Labeled for single use: no. (B)(4)- battery / catalog number 1650de / expiration date: 06/30/2017. (B)(4). Device available for eval: yes, 03/31/2017. Device eval by MFR: no, / device evaluation anticipated, but not yet begun. Device MFR date: 06/24/2016 labeled for single use: no. (B)(4). (B)(4) battery / catalog number 1650de / expiration date: 06/30/2017. (B)(4). Device available for eval: yes, 03/31/2017. Device eval by MFR: no, / device evaluation anticipated, but not yet begun. Device MFR date: 06/12/2016 labeled for single use: no. (B)(4). (B)(4) battery / catalog number 1650de / expiration date: 06/30/2017. (B)(4). Device available for eval: yes, 03/31/2017. Device eval by MFR: no, / device evaluation anticipated, but not yet begun. Device MFR date: 06/13/2016 labeled for single use: no. (B)(4). (B)(4)- battery / catalog number 1650de / expiration date: 09/30/2016. (B)(4). Device available for eval: yes, 03/31/2017. Device eval by MFR: no, / device evaluation anticipated, but not yet begun. Device MFR date: 09/06/2015 labeled for single use: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) nurse that the batteries were power switching. It was stated that there were no consequences to the patient but the patient was annoyed. The controller and batteries were stated to have been exchanged. No additional information available.